Manufacturer narrative:
According to the customer, on (B)(6) 2024 when the surgeon used the laps to "dab blood from the surgical field for better visualization", the pieces of the lap "would fray". The customer reported the surgeon had to "spend extra time pulling out the frayed pieces" from "inside the surgical site". The customer reported the procedure was able to be completed. The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 when the surgeon used the laps to "dab blood from the surgical field for better visualization", the pieces of the lap "would fray".